Event description:
The customer reported the left monitor was not working. The system was taken out of service.

Manufacturer narrative:
The ge service rep verified problem, neither monitors are working. He traced problem to +12 volt power supply to monitor, low at 3.3 volts, not blowing fuses. The rep unloaded supply, still low. He replaced and adjusted power supply per ge oec esd procedure. Tested system at length, system fully functional as intended.